Manufacturer narrative:
(B)(4). Batch # m54t0k. Additional device analysis was performed: CT scans were completed first and the following was found: heat stakes were confirmed to be present on the knife; the compression element was found to be engaged with to the driver guide; the compression element post that connects with the firing clip was found to be deformed. The firing clip was found to be no longer seated on the post which is the reason the knife would not retract. The device was disassembled to verify the condition of the internal components. A summary of the additional analysis is below: trocar could be extended/retracted, but it was difficult to perform this task; adjusting system was able to move freely; if firing trigger is pulled backwards, it could pull the clip off the compression element. The damaged post on the compression element is not intended to carry load, it is the step feature on the component that should carry the load; when device was opened, confirmed that the compression element post that mates with the firing clip was deformed; handle assembly is normal and all components were present. Adequate lubrication was found on the adjusting knob; distal end of the shaft was found to be not completely round and has a crease. Not sure what could have caused this but appears to be unrelated to the issue of the knife remaining exposed; when the casing was removed from the shaft the drivers are still jammed and knife was still extended; driver is locked in the guide. This is the probable cause for the firing clip to be disengaged from the compression element. Significant damage to the guide could be caused by firing over a hard object which may be the cause of the locking. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2016. (B)(4). The analysis results found that the ecs25a device arrived with the anvil missing, with the knife exposed. It is possible that the compression element is disengaged from the driver guide, not allowing the knife to retrieve to its home position. However this cannot be confirmed as the device was not disassembled as requested. Further analysis showed that the knife was noted to have nicks, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. No functional test was performed due the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 7/11/2016. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Maude report number: mw5062040. Additional information was requested and the following was obtained: please explain what is meant by the device misfired? Staples didn¿t engage the tissue. Please explain what is meant by the purse string malfunctioned during the case? Staples didn¿t engage then tissue. By the surgeon doing the hand sewn stitches was this the change in the method of procedure? Yes. How long was the procedure prolonged (minutes)? About 1.5 hours. Was the post-operative care changed based on the prolonged procedure? Yes, longer hospital stay for more conservative po intake, and doing an esophagogram which surgeon doesn¿t do ordinarily. What is the current status of the patient? Fully recovered, no leaks and doing well. Is the device available for return? If yes please provide the contact name and mailing address for the return kit? The device is with the legal/risk management department. Please contact department to schedule an onsite inspection of the device. Ees risk manager is attempting to obtain the device from the customer.

Event description:
It was reported that during an exploratory laparotomy, lysis of adhesion and esophagojejunostomy and j-tube placement procedure, the stapler misfired and stapler purse string malfunctioned during the case. Thus, resulting in the surgeon changing method of procedure, hand sewn stitches to reinforce staples fired a second tie by the new device and prolonging the procedure.